Event description:
Clear care plus used as described on side of box. Put contact lens in morning. One contact felt like had small grit. Removed, rinsed and rubbed clean with solution. Ouch! Very bad burning sensation. Eye slams shut out of response. Managed to get some water in and get contact out, but that's very hard to do when your eye is burning. The natural feeling is to want to claw your contact (and eye) out. The front of the box. (Placed among plenty of other regular rinse/soak products has no warning. The back box, directions for use, has no warning. Even the warning on one side is not clear enough to not use as a manual rinse in your hand. Hopefully my eye is ok. Ismp,5200 butler pike, plymouth meeting, pa 19462/phone:(B)(4)/email:cmerp@ismp.org. Submission ID (B)(4).